Event description:
A report was received that the patient was experiencing pain at the pocket site and will undergo a revision procedure. The physician has decided to replace the ipg during the procedure due to suspected damage from a previous non-device related surgery.

Manufacturer narrative:
Additional information has been received that the patient underwent a pocket revision due to pain at the pocket site. The ipg was also replaced during the revision due to an inability to charge. The patient is reportedly well following the procedure. Device evaluation indicated that the ipg passed visual, electrical, and photographic imaging tests performed. The complaint the ipg has been acting up since the patient's lithotripsy was confirmed. When received in, the device had no wake up signal and it appeared the battery was depleted. Device was charged in an attempt to bring it out of hibernation, but was unsuccessful. When the device was cut open, it was externally powered and sleep current was found to be out of the expected range, and indicates the device current drain was too severe to power the ipg electronics. It was determined that the analog ic had an internal short(s) resulting in excessive current drain of the battery. The damage done to the analog aic-u1 resulted in the inability to charge the ipg out of reset mode and regain telemetry functions. The aic-u1 damage resulted in difficulty charging the ipg. Root cause of the aic-u1 failure is unknown. The device is not designed to withstand the high energy sound waves present in a lithotripsy procedure. The possibility that electrical leakage could cause pain in the patient's pocket site was investigated. The device output was monitored for excessive leakage current or spurious signals while programmed to the patient's latest setting. No discrepancies were identified.

Event description:
A report was received that the patient was experiencing pain at the pocket site and will undergo a revision procedure. The physician has decided to replace the ipg during the procedure due to suspected damage from a previous non-device related surgery.